Event description:
Engineering triggered an investigation regarding a failure of the dc power adapter to charge batteries. This could result in an inability to operate a lifepak 12 defibrillator/monitor.